Event description:
Consumer reports toothbrush head disengagement. This is reported as a malfunction with the potential to cause serious injury. No injury occurred.

Manufacturer narrative:
Additional information: the consumer returned an incomplete device by only returning the handle. The head was not returned.